Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The delivered boluses were calculated for (B)(6); the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. The investigator manually performed a 10 unit audio and 10 unit normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0 units. An alarm "user canceled bolus" was observed on (B)(6) 2017 at 16:19; at 16:20 a fully delivered bolus was completed. The same alarm was found on (B)(6) 2017 at 12:05; at 12:06 a fully delivered bolus was completed. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate. At the end of testing the basal history correctly showed 2.0 units/hour and tdd showed 48.0 units, as expected. No alarms occurred during testing. The tdd added up correctly and reflected the user's programmed basal rates. Th pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigation was unable to duplicate the complaint of the pump's bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas on 07/14/2017. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced hyperglycemia allegedly associated with inaccurate delivery. It was said that the patient's blood glucose (bg) was 500 mg/dl with polydipsia. The patient reported that the bg issue resolved with "shots". Customer technical support performed troubleshooting and determined that the basal delivery was correct but did not match the total daily dose (tdd) amount due to a cartridge change. However, it was reported that the bolus amount differed from the tdd by greater than 5% for unknown reason. Further, the patient said that the inset infusion set is used with 43" tubing and it is filled with only about 9 units of insulin which is a contraindication to the IFU. This complaint is being reported because the patient experience hyperglycemia in which the pump cannot be ruled out as a contributing factor. Additionally, use error was implicated in this incident.